Event description:
The pt was placed in the mayfield tongs in the appropriate fashion with 60 pounds of pressure and turned into the prone position on top of the fisk frame, which was lowered down. In attempting to place the pt into position, the mayfield came loose and caused a 4 inch scalp laceration.